Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a gradual increase in pacing threshold measurements. All other measurements were stable and within range. Attempts were made to reposition this rv lead, but no successful position was found with acceptable threshold measurements. The decision was made to implant a new rv lead. Testing was performed, and all measurements were stable and within range. It was noted that due to the multiple attempts of repositioning this rv lead, the patient developed a pericardial hemorrhage. The patient remained in the hospital for a couple days due to the hemorrhaging. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. The helix was retracted, and there was dried blood past the helix mechanism up through the lumen. Reported observation not confirmed by testing. The lead was electrically continuous; laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.